Event description:
The sales rep (clinical nurse specialist) called and stated that she received a call from dr at 4:00am, indicating that he has a patient that was showing signs of overdose. The patient is receiving morphine and he wanted the dose adjusted. The rep asked what pump the patient had and the dr did not know other than possibly a codman pump. She stated that if it was a model 3000 pump it cannot be adjusted. She instructed the dr to find a kit and empty the pump or find a huber needle and empty the reservoir contents. Dr called back an hour later and stated that he accessed the pump and drained 12 mls of fluid from the reservoir. Patient is now on narcan drip. The rep advised the dr that patient will go into withdrawal. The rep will contact the sales rep for this account (B)(4) for further details regarding pump - verify is it is a codman pump, patient condition and any further details regarding incident.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.